Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock infarction was implanted with an impella rp device for mechanical circulatory support after an episode of hypotension, heart arrythmia, and coding. It was reported while on impella rp support, the patient experienced. It was reported just after the impella was successfully placed, the patient required defibrillation for arrythmias that began prior to impella. Due to the defibrillation event, the impella was displaced out of the right ventricle. The impella was removed and attempted to be re-inserted with a 0.027 wire, but the attempt was unsuccessful. The physician then used a supracore and was able to deliver impella successfully but with difficulty. The physician reported the impella catheter was kinking/winding on itself just outside if sheath. Slack was removed twice before successful placement. The patient remained on impella support and was successfully weaned.